Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage therapy from their implantable cardioverter defibrillator. After experiencing atrial fibrillation with rapid ventricular response they received an inappropriate shock. No device intervention was performed but they were treated with medications to manage the atrial fibrillation. The issue was resolved without sequel adverse events.

Event description:
New information received indicated that the patient received inappropriate high voltage therapy on (B)(6) 2018. After experiencing atrial fibrillation with rapid ventricular response, they received an inappropriate shock due to undersensing of the atrial fibrillation. The device was reprogrammed. Patient was stable.